Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that on friday ((B)(6) 2025) they started getting a feeling of pain in their vagina like: if they turned a machine up too high and it got progressively worse on saturday ((B)(6) 2025) and it was still the same today, they were in pain, they were having a hard time sitting, lying or standing. If they pushed on their lower back they could almost feel the pain increase in their vagina. Reviewed the option to turn therapy down or off or change programs and followup with their doctor. They said their control equipment wouldn't arrive until tomorrow because it was being shipped to them because they were out of town in florida. Reviewed the option to see a local doctor for interstim support. Offered and sent listings. They said they have not had any falls or traumas, no other medical tests or procedures. Later that day, the patient's spouse called in and said they were on their way to the emergency room and information was given for a manufacturing representative (rep) to be contacted. The rep then later reported that they were able to connect to patient's ins with their equipment and turn therapy off. They reviewed information listed above, but mentioned that in addition to vaginal pain the patient had also developed a pulsating feeling at the battery site. They reported they got a por message when they connected, which was the first time a por had appeared. They were able to clear it, confirmed low battery status, then turn therapy off. Agent reviewed likely low battery-related activity. They still planned to receive external equipment tomorrow and would follow-up with managing hcp when they returned home for the summer. They said that the pain/pulsating went away once the therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pulsating at the ins site was not determined. They turned off the ins to resolve the problem.